Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer stated they were able to resolve the alarm by changing out their reservoir. Customer was unable to troubleshoot for the alarm as it was a past event. Customer declined to return their infusion set and reservoir for analysis. The customer's blood glucose was unknown. No additional information provided.